Event description:
The patient was being switched form vv, venovenous, ECMO to va, venoarterial, ECMO. After this catheter was placed into the artery, the patient was returned to bypass. After going on bypass, the surgeon detected a leak in this catheter. Bypass was stopped and the surgeon replaced the catheter and the patient was placed back on bypass without furthur complications.